Event description:
Complainant alleged that during biomed testing, the device displayed either a "pacer fault 116" or a "defib fault 72" message. Complainant indicated that there was no pt involvement in the reported malfuction.